Manufacturer narrative:
During follow up, it was determined that the low alert was set, but it was not set to be audible. Customer switched alarm to audible no product was returned for evaluation. Should new relevant information become available, a supplemental report will be . Submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was low (56 mg/dl). Customer stated that there was no audible alert when bg level decreased. Customer was unsure why bg level was low. System check and review of pump data was performed by tandem technical support and found no pump issues; however, the high/low alert was not set to audible. Customer changed the setting to audible to resolve the issue.